Manufacturer narrative:
The t:slim g4 user guide states, "the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after customer used 80 units of insulin during the load process. Contact reported customer had an elevated blood glucose (bg) level of 356 (mg/dl). An injection was delivered to address bg levels. Contact did not have additional insulin available to complete load process due to insulin supplies being low. Customer will revert to injections for diabetes management.